Event description:
Related manufacturer reference number: 2017865-2022-13230; related manufacturer reference number: 2017865-2022-13231. It was reported that the patient presented in clinic for a follow up. Patient complained about receiving multiple extracardiac stimulation. The physician elected to explant and replace the implantable cardioverter defibrillator (ICD), right ventricle (rv) lead and atrial (ra) lead. The patient was in stable condition.